Event description:
It was reported that via a (B)(4) transmission t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.